Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device remains implanted.

Event description:
This is an aequalis reverse post approval study report. On (B)(6) 2015: aequalis reverse initial surgery was performed. On (B)(6) 2015: postoperatively, acromion fracture was confirmed. At the discretion of the surgeon, no specific treatment was given.